Event description:
It was reported that the asymptomatic patient presented for follow up with noise on the right atrial lead that was worsening over time. The lead was capped and replaced successfully on (B)(6) 2017.